Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced with a different model. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Upon review of the error logs, a ventilator inoperative error was confirmed indicating that the fluctuation volume of a flow sensor deviated from the standard observed from the log. The flow sensor was replaced to address the reported issue.